Manufacturer narrative:
Note: these devices were used in the same event as MDR # 1045254-2020-00242. Concomitant medical products: other relevant device(s) are: product ID: 3334625, serial/lot #: n/a/ni. Product ID: 3334635, serial/lot #: n/a/ni. Analysis of the visao irrigation sleeve (model no. 3334610) found that there was no abnormalities on the device. Analysis of the visao bur guard without irrigation (model no. 3334625) found that there was no abnormalities on the device. Analysis of the visao bur guard with irrigation (model 3334635) found that the tip bearing was damaged and that the o-ring had deteriorated. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that lock of the bur is loose. The tip shakes while using the bur. The doctor noticed this event after changing the bur during a procedure. There was no patient impact.